Event description:
It is reported that pt underwent right total hip replacement in 1995. Post-op pt experienced clicking in the hip and in 2001 x-rays revealed poly wear. As a result, the right hip was revised in 2002 where poly wear and deterioration of the liner were noted along with substantial osteolysis of the acetabulum. The liner, acetabular shell and femoral head were all removed and replaced using zimmer trilogy acetabular shell and zimmer femoral head.